Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the monitor was unable to securely latch to an electrode belt. The monitor's electrode belt receptacle was physically damaged and unable to secure an electrode belt. The root cause for the failure was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged cable.